Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they have had two crowns fall off. The second crown, had fall off a month after the first crown had fallen off. They have to have them re-seated at their expense. The patient had specifically mentioned, that they had crowns and was informed that it would not be any problem. In addition, they have not seen any change in their alignment of their teeth. Patient provided diagnostic findings for teeth #31 and #17. #31, was evaluated and had crown re-seated. #17, was evaluated and determined, to be cracked and extracted. Provided information on tooth enamel. And pre-existing restorations can be compromised.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.